Manufacturer narrative:
Product #1 pi main [pi-2020-0226548-01]. It was reported by the abbott care team that the patient had their ipg explanted. Patient reported the 3788-14274846 was explanted and replaced with 3788-14294130 on (B)(6) 2014 due to auto reducing. Patient also reported the 3788-14294130 became inoperable about 8 weeks after implant due to failing to hold a charge, est (B)(6) 2014. In addition, patient reported ineffective stimulation with his current axxium system and has requested reprogramming. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient was experiencing auto reducing of therapy. Due to this the ipg was explanted and replaced (B)(6) 2014, resolving the issue.